Manufacturer narrative:
Section changed device code to torn material. The commander delivery system was returned to edwards lifesciences for evaluation. During preliminary evaluation, the delivery system was observed to be fully inserted through the esheath housing and strain relief. The valve was observed to be on the inflation balloon. A kink was observed on the balloon shaft due to packaging. An I/c bond separation was confirmed therefore the malfunction was not caused balloon leakage. As there was no indication that surgical intervention was required in order to remove the delivery system, this MDR was reported in error and a corrected supplemental report is being submitted.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. During preliminary evaluation, the delivery system was observed to be fully inserted through the esheath housing and strain relief. The valve was observed to be on the inflation balloon. A kink was observed on the balloon shaft due to packaging. An I/c bond separation was confirmed. Investigation is ongoing.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation inserted through the sheath housing and strain relief, with the valve crimped on the inflation balloon. Upon visual inspection, I/c bond separation was confirmed. Minor gouges were confirmed on the flex tip. No abnormalities were observed on the inflation balloon. Functional analysis was unable to be performed due to the condition of the device. Double wall thickness measurements were taken on the crimp balloon along the balloon separation to asses for any potential non-conformities. The measurements met specification at all measured locations. No manufacturing non-conformance's could be identified. A review of DHR, complaint history analysis, and manufacturing mitigation did not reveal any indications that a manufacturing non-conformance of the delivery system was the source of the complaint. The complaint for balloon torn was confirmed based upon the visual inspection of the returned devices. The I/c bond was confirmed to have separated. Dimensional analysis of the crimp balloon revealed that the balloon wall thickness was within specification. Per complaint description, 3-4 holes were observed on the inflation balloon, which was found to be the actual I/c bond failure during evaluation. Thus, no manufacturing non-conformance were identified. Potential root causes for separation of the inflation balloon to crimp balloon (I/c bond failure) have been identified and documented in an edwards pra. One of the identified root causes is if the physician performed the valve alignment process in a tortuous anatomy/non-straight section of the aorta, it may result in increased forces being applied to the bond area, which can contribute to a tear. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Per the information provided, the patient¿s access vessels were mildly tortuous. As no procedural imagery was returned for review in order to confirm the location of valve alignment, it is possible that valve alignment was performed in a tortuous section of the anatomy. A definite root cause could not be determined at this time; however based on given information, patient/procedural factors may have contributed to the complaint event. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate does not exceed the september 2017 control limits for the respective trend category. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a valve in valve (29mm sapien 3 in 29mm surgical perimount valve) tavr procedure in the aortic position, after uneventful valve alignment and during rapid pacing, when the physician went to deploy the 29mm sapien 3 valve, it would not deploy. The team exchanged the delivery system/valve/sheath for new devices and were then able to deploy the 29 sapien 3 valve as intended and with no aortic regurgitation noted. Upon inspection of the first delivery system, 3-4 holes were observed on the balloon towards the proximal end. The patient left the room in stable condition. Additional information provided indicated valve alignment was performed in a straight section of the aorta. During prep/crimping there was no residual fluid in the balloon. The patient's vessels were mildly calcified and mildly tortuous. No tools were used to remove the balloon cover.